Event description:
It was reported that an hcp (health care professional) inserted patient's trial lead wires incorrectly causing her pain. She felt a lot of pain when the hcp inserted her right lead wire and it was stated that the lead was "4 cervical levels" out of place. It was stated that the patient had seen her x-rays and she could see the leads had been placed wrong but she was told that somehow the lead wires moved post implant. The patient wanted lead wires taken out. It was stated that the hcp was denying incorrect placement and stating that lead wires moved post implant sometime. It was reported that left and right lead wires were touching because right lead wire was so far out of place. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, serial# unknown implanted: (B)(6) 2013, product type: lead. (B)(4).